Event description:
It was reported that the bonus cc product labels have an incorrect expiration date. The expiration date and manufacturing date were transposed when the label was created. These syringes were not used in surgery and alternative syringes were used.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015- 01856 / 01857).